Event description:
Three attempts to the patient's treating physician's office have been unsuccessful to date. Follow up with (B)(6) in the city in which the patient expired revealed that the patient's cause of death is unknown. The patient's death certificate or death records were not found in the county system. No additional information is known at this time.

Event description:
It was reported that the vns patient passed away, and upon investigation, it was revealed that the date of death was (B)(6) 2009. The patient was implanted on (B)(6) 2004. Attempts for additional information from the rn have been unsuccessful to date.